Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversening t-waves and noise signals. It was noted that this was the second inappropriate shock the patient has received. Additionally, the r-wave amplitudes were noted to be small. Subsequently, the device was reprogrammed. The device remains in service at this time. No adverse patient effects were reported.

Event description:
It was reported that this patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) received an inappropriate shock as a result of oversensing t-waves and noise signals. It was noted that this was the second inappropriate shock the patient has received. Additionally, the r-wave amplitudes were noted to be small. Subsequently, the device was reprogrammed. The device remains in service at this time. No adverse patient effects were reported. Additional information was received that this s-ICD was explanted and replaced. The device was returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.